Event description:
It was reported that this pacemaker exhibited interrogation difficulties. Technical services (ts) was consulted, and it was found that this pacemaker reverted to safety mode. The patient had generalized weakness. As a result, this device was explanted and replaced. No additional adverse patient effects were reported. At this time, this pacemaker has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.